Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (b(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl" cdc anaerobe 5% sheep blood agar catalog number 4221733 which has 510k number k803025. Investigation summary: the complaint was confirmed as the reported defect on a returned sample ]. The issue was contamination. No issue in DHR. Root cause was undetermined. No issue in retention sample. No trend we will continue to monitor the trend this issue.

Event description:
It was reported that while using 6 kit flu a+b 30 test physician veritor 2 false positive results were obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "this is a report about molds growing on the media. According to the customer's report, molds were growing on the media, "